Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment rendered for the events was not reported. Approximately 63 days prior to receipt of this report, dianeal therapies were discontinued. On an unreported date, the patient was shifted to hemodialysis. At the time of this report the patient outcome was not reported. No additional information is available.